Event description:
It was reported that during a case, 7 screws were noted to spin when the surgeon tried to insert them into the patient. Screws did not seem to stay in place and seemed to be stripped. Replacement screws were on hand and were used to complete procedure.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device discarded.